Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "patient presented with instability of an mrh construct. Dr. Suspected infection, but test results were not conclusive given the patient¿s comorbidities. No complaints have been filed against the previous implants, no further info available." Spoke to rep, who provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.